Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support and was instructed to continue using it, with an understanding to call back if the malfunction code recurs.